Event description:
It was reported that a crack has started forming on the bottom portion of the seat area where the horizontal bars that attach to the legs fits into.

Manufacturer narrative:
It was reported that a crack has started forming on the bottom portion of the seat area where the horizontal bars that attach to the legs fits into. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.